Manufacturer narrative:
(B)(4).(B)(4). Closure link and yoke interface. Eval summary: the ec60 device was received for analysis with no visual non-conformances and with a fully fired reload present. The device was tested for functionality with a test reload. The jaws of the instruments were closed by squeezing the closing trigger toward the handle and an audible click indicated that it locked in place. It was observed at this point that the closing trigger loaded completely against the handle (no gap). The instrument was fired by squeezing the firing trigger achieving 3 complete strokes without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The anvil release button was pressed to separate the instrument jaws and allow both triggers to return to their original position. This only occurred when applying reverse force to the firing trigger and pressing the anvil release button simultaneously. The device was disassembled to visually verify the condition of the internal components and a tighter fit between the closure link and the yoke was observed. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a colon procedure, the device would not cut and partially stapled. The device delivered a 20 mm staple line, but didn't cut and then was stuck. The surgeon had to force to reopen the stapler with another device. Another like device used. No injury of the tissues when removing the device. The cartridge will be returned with the stapler. There were no adverse consequences to the pt.